Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were dispatched from emergency medical services due to low blood glucose levels on (B)(6), 2021. Customer's blood glucose was 38 mg/dl at the time of incident. Customer had low blood glucose when paramedics came and they treated customer's low blood glucose with food and glucose tablets. Customer was also treated with glucagon. Customer's current blood glucose was 256 mg/dl. Customer was assisted with troubleshooting. Customer alleged that the insulin pump was over delivering insulin because emergency medical team told customer that something could be wrong with their insulin pump. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
Customer concern: insulin dripping or squirting from end of set before connecting at their site (visit to emergency room, admitted to hospital, ems dispatched) evaluated 1 open/used reservoir (no clear liquid inside barrel) transfer guard and plunger not returned. Inspected reservoir's o-rings and stopper groove for anomalies appendix e, none were found. Using a new lab transfer guard and plunger; ran bolus and basal leak test procedure (appendix c) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump; per dop114-811doc. Conclusion: reservoir passed per inspection; no leakage anomaly was found during test (did not continue dripping or squirting insulin after test). (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.